Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 4.00mm stent delivery system was returned for analysis. Visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found no issues. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the right radial artery. There were two lesions along the proximal and distal length of the chronic totally occluded left anterior descending (lad artery. A 6fr guide catheter and guidewire were used to cannulate the artery. The proximal lad was pre-dilated with a 1.5x15mm emerge balloon and a 2.5x15mm emerge balloon. A 3.00x32mm promus premier drug-eluting stent (des) was deployed at the proximal point of the lesion and postdilated with a 3.5x8mm nc emerge balloon. The distal lad was then cannulated with a non-bsc wire and predilated with the earlier 2.5x15mm emerge balloon. A 4.00x20mm promus premier des was advanced but failed to cross. The physician noted that there was a deformity at the edge of the 4.00x20mm promus premier trying to pass through the previously implanted 3.00x32mm promus premier. The 4.00x20mm promus premier was removed and another of the same stent was successfully deployed to complete the procedure. No patient serious injury or adverse event were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the right radial artery. There were two lesions along the proximal and distal length of the chronic totally occluded left anterior descending (lad artery. A 6fr guide catheter and guidewire were used to cannulate the artery. The proximal lad was pre-dilated with a 1.5 x 15 mm emerge balloon and a 2.5 x 15 mm emerge balloon. A 3.00 x 32 mm promus premier drug-eluting stent (des) was deployed at the proximal point of the lesion and postdilated with a 3.5 x 8 mm nc emerge balloon. The distal lad was then cannulated with a non-bsc wire and predilated with the earlier 2.5 x 15 mm emerge balloon. A 4.00 x 20 mm promus premier des was advanced but failed to cross. The physician noted that there was a deformity at the edge of the 4.00 x 20 mm promus premier trying to pass through the previously implanted 3.00 x 32 mm promus premier. The 4.00 x 20 mm promus premier was removed and another of the same stent was successfully deployed to complete the procedure. No patient serious injury or adverse event were reported and the patient status was stable.